Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Device was also received with missing end cap sticker. No moisture damage on electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when changing the battery. Blood glucose value was 400 mg/dl; not treated yet. The customer stated she was out in the rain but she had the device covered. The customer also mentioned that the meter may be reading her blood glucose incorrectly. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.